Manufacturer narrative:
The investigation of sn (B)(6) will be documented in pr (B)(4), MFR report number 3030677-2025-000083. Pr (B)(4) will be closed as a duplicate of pr (B)(4).

Event description:
It has been reported that the device is failing self-test.